Manufacturer narrative:
The manufacturer was able to verify the customer¿s reported problem. A visual inspection revealed that the pigtail adapter was damaged. Pins 1, 2, 3, 4, and 5 of the pigtail adapter were bent. Further inspection revealed that the power flex circuit, pin 2 of jp4, was burned. During the initial final test, the ventilator had a non-conformance with the spo2 measurement. The pigtail adapter and power flex circuit were replaced to correct the reported problem. The main board was replaced to correct the problem that was found during service.

Event description:
It was reported that the ventilator's pigtail came off of the ventilator.